Manufacturer narrative:
The device was not returned for analysis. The complaint is not reportable, a letter is not requested and there is no indication of a product issue. Based on the information reviewed, there are no related effects to the clip delivery system. There is no indication of a product issue with respect to manufacture, design or labeling. Subsequent to the initial report, information was received making the event not reportable. The septal dissection and iasd was not caused by or contributed to by the steerable guide catheter.

Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4, flail, posterior leaflet deviation, and a floppy septum. A mitraclip ntw was implanted without issues, reducing the mr to trace. However, while removing the steerable guide catheter (sgc) from the septum, an atrial septal defect (asd) and septal dissection was observed. In the physician's opinion, the sgc did not cause or contribute to the septal dissection. There was no clinically significant delay in the procedure.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4, flail, posterior leaflet deviation, and a floppy septum. A mitraclip ntw was implanted without issues, reducing the mr to trace. However, while removing the steerable guide catheter (sgc) from the septum, an atrial septal defect (asd) and septal dissection was observed. In the physician's opinion, the sgc did not cause or contribute to the septal dissection. There was no clinically significant delay in the procedure.